Event description:
Reporter indicated that a dell handheld computer's screen was freezing on interrogations, freezing when navigating through menus, and other times the screen was freezing and not allowing the vns software to load. Troubleshooting was unsuccessful in resolving the issue. Product is expected to be returned to the manufacturer for analysis.